Event description:
It was reported to bsc that during a therapeutic ercp (pt gender and age unk) "the hydrophilic coating on tip of wire peeled off and cracked, exposing the inner wire inside the pt." The customer reported a part of the coating broke off into the pt but it did not require retrieval. The procedure was completed with another bsc jagwire. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
This device has not been received by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause of this event.